Event description:
It was reported that a user contacted support after a supply change because they were unsure whether the fill cannula step had been performed while using 23-inch teflon insets; the agent verified the supply change steps and guided the user to perform a fill cannula, after which insulin therapy resumed, aligning with a use-of-device problem and an unspecified device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, indicating the issue was associated with user operation rather than a device malfunction and that a more specific component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.